Event description:
The physician reported connection issues relative to the ventricular channel of the subject pacemaker. Specifically, it was indicated that after the lead was fully inserted and the set-screw tightened, the ventricular lead section of the lead could be removed by pulling. Additional attempts were made, which resulted in the inability to fully insert either connector of the associated vdd lead. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The physician reported connection issues relative to the ventricular channel of the subject pacemaker. Specifically, it was indicated that after the lead was fully inserted and the set-screw tightened, the ventricular lead section of the lead could be removed by pulling. Additional attempts were made, which resulted in the inability to fully insert either connector of the associated vdd lead. Another pacemaker was subsequently implanted instead.